Manufacturer narrative:
Device manufactured between march 24, 2019 to march 26, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from a corner of the bag. The leak was discovered during an unspecified process step. There was no patient involvement. No additional information is available.